Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number: (B)(4). Event occurred in turkey. It was reported that patient faced infusion set bent cannula event on (B)(6) 2025.the patient got hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacedosis event due to infusion set bent cannula.the blood glucose level was 390 mg/dl at the time of event and got treated with serum from outside. The patient was hospitalized for more than 24 hours. Patient experienced the symptoms of feeling sick and flu at the time of the event.the patient got tested for ketones and the results were -4. The site location was abdomen. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2026-00266), was submitted on 02-feb-2026. Upon completion of the investigation, the manufacturing date was updated as 16-jan-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 05-feb-2026 against "lot number 6012929 and similar malfunction codes: set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set, insertion into scar tissue, improper site selection, or incorrect preparation of set, the review confirmed that lot 6012929 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 05-feb-2026 against "lot number" criteria equal 6012929 and similar malfunction codes set broke prior to use due to insertion into scar tissue, into sites not stated by the (IFU), or incorrect preparation of set, insertion into scar tissue, improper site selection, or incorrect preparation of set. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6012929 was manufactured according to the work instruction (wi) version 82 and packaged in the machine multivac 12, on 16-jan-2025, with a total of (B)(4) units. The review of the DHR revealed that during on-line, one sample was found with contamination. Consequently, an extended for contamination was raised, and the non-conformance (nc) 2214182 was raised due to "temperature parameter", this nc is not related the complaint. However, according to the sampling results, the lot was accepted. Furthermore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012929 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No retain samples were requested and no product testing was performed, based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged. So, the assessment was based on documentation. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.